Event description:
Violent coughing month of (B)(6) 2017 into (B)(6) 2017. Sats were dropping, cap refill diminished. Finally went to ed one evening. Found out a screw had dislodged from c-spine plate and was pressing against esophagus. A latch that is supposed to hold screw in place broke (it was made of plastic) and allowed the screw to back out.